Manufacturer narrative:
Report source: article titled "technical advances in minimally invasive surgery: direct decompression for lumbar spinal stenosis", by carl lauryssen, md. Method - device not returned; followed up with author.

Event description:
It was reported in an article titled "technical advances in minimally invasive surgery: direct decompression for lumbar spinal stenosis", that: a total of 132 levels were decompressed in 67 patients from (B)(6) 2008 to (B)(6) 2010. Information from the literature as well as follow-up with the author indicated one x-stop failure; 2 levels in one patient at l3/4 and l4/5. The length of implant was unknown exactly, but the devices were implanted for at least 1 year. No further information was reported.